Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink blood recipient set leaked at the bottom connector just after the y site at patient end of the line. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction b5: correct the quantity to three (3) devices (previously reported as one on initial report). Additional information was added to h4, h6 and h10. H4: the lot was manufactured in march 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.